Event description:
It was reported that the customer was hospitalized for high bgs. It was indicated that the pump was not functioning properly. It was requested a local rep. Come to the hosp to troubleshoot the pump.